Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a check clutch syringe lever alarm during occlusion testing. No patient injury was reported.

Event description:
The pump was under service in the clinical engineering department when the error messages were observed.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the pump in poor condition, with the top case chipped and cracked and the bottom case cracked. A review of the event history log found that there was a check clutch/plunger error in the history. Functional testing involved a flow test and occlusion test and found that the reported problem could not be verified. The reported issue was unable to be replicated. Based on the evidence, the root cause was unable to be determined.